Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from a patient sample processed on the vitros 5600 integrated system. Vitros tropi es precision testing demonstrated the vitros 5600 system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction had caused the higher than expected result. The investigation suspected that the sample involved in the event may not have been processed in accordance with the sample collection tube manufacturer's recommendation. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was identified and was not reported from the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).